Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, is embedded and unable to be retrieved and the patient has experienced pain, mental stress and worry. The indication for the filter implant was a multiple trauma patient with a closed head, cervical spine and right carotid artery injury and bilateral lower extremity fractures, requiring prolonged immobilization and orthopedic surgery. The filter was placed via the left femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. Approximately nine years and two months after the index procedure, there was an unsuccessful attempt to remove the filter, partial procedural details were provided. The procedural notes indicated that multiple attempts were made to hook on the bottom of the optease filter but were unsuccessful. The notes indicated that manipulation of the filter showed significant manipulation of the iliac stents, indicating sever adhesions in that area. The indication for the iliac stents and the procedural details of the implant have not been provided. The removal attempt was then abandoned. A computed tomography scan performed at about the same time as the removal attempt showed that the filter is tilted with the inferior tip medial and the superior tip lateral. The superior tip contacts the anterolateral wall of the inferior vena cava. There was no confirmation of perforation of the struts. The scan also indicated that the patient has a large cystic lesion in their liver. Approximately three months later, the patient presented to the emergency room with complaints of hemoptysis and increase swelling of the bilateral lower extremities. The patient reported undergoing an esophagogastroduodenoscopy (egd)approximately ten days prior to the emergency room visit. The patient also complained of vomiting, shortness of breath, congestion, chest discomfort, heart racing, episodes of lightheadedness, constipation, intermittent abdominal pain and increased swelling of both legs. Per the medical records the patient became hypotensive and was transferred to a different facility for further medical management. The patient was started on vasopressors and antibiotics. A urinalysis noted positive for nitrates, 1+ bacteria and white blood cells 10-25. The urine toxicology screen was positive for benzodiazepines and opiates. A chest x-ray showed new right multifocal diffuse airspace disease. The patient was discharged four days after admission. The medical records notes, that the patient¿s chronic medical conditions have remained stable. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuousity and technique. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain, anxiety, shortness of breath, lower extremity swelling, chest discomfort, heart racing, light headedness, bloody emesis, chest congestion and a hepatic cyst do not represent a device malfunction and may be related to underlying patient specific issues, most notably, a gastro-intestinal history requiring an egd,a urinalysis report that is consistent with a urinary tract infection and use of controlled substances, all of which can contribute to the symptoms reported. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and the patient identifier, the patient's medical history, the device information, along with the description of event was updated. The device model number: 466f220a. The device lot: r0808438. Mnfg date: 08/28/2008. Exp date: 07/31/2011. The patient is a 35 year old female with a history of a motor vehicle crash in which she suffered multiple trauma, closed head injury, cervical spine injury, right carotid artery injury and bilateral lower extremity fractures. The filter was implanted prior to orthopedic surgery. It was anticipated that the patient would be immobile for 4-6 months. According to the patient discovery form, the filter has become embedded or moved. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter, is embedded and unable to be retrieved and the patient has experienced pain, mental stress and worry. The indication for the filter implant was a multiple trauma patient sustained in a motor vehicle accident, with a closed head, cervical spine and right carotid artery injury and bilateral lower extremity fractures, requiring prolonged immobilization and orthopedic surgery. The filter was placed via the left femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. Approximately nine years and two months after the index procedure, there was an unsuccessful attempt to remove the filter, partial procedural details were provided. The procedural notes indicated that multiple attempts were made to hook on the bottom of the optease filter but were unsuccessful. The notes indicated that manipulation of the filter showed significant manipulation of the iliac stents, indicating sever adhesions in that area. The indication for the iliac stents and the procedural details of the implant have not been provided. The removal attempt was then abandoned. A computed tomography scan performed at about the same time as the removal attempt showed that the filter is tilted with the inferior tip medial and the superior tip lateral. The superior tip contacts the anterolateral wall of the inferior vena cava. There was no confirmation of perforation of the struts. The scan also indicated that the patient has a large cystic lesion in their liver. Approximately three months later, the patient presented to the emergency room with complaints of hemoptysis and increase swelling of the bilateral lower extremities. The patient reported undergoing an esophagogastroduodenoscopy (egd)approximately ten days prior to the emergency room visit. The patient also complained of vomiting, shortness of breath, congestion, chest discomfort, heart racing, episodes of lightheadedness, constipation, intermittent abdominal pain and increased swelling of both legs. Per the medical records the patient became hypotensive and was transferred to a different facility for further medical management. The patient was started on vasopressors and antibiotics. A urinalysis noted positive for nitrates, 1+ bacteria and white blood cells 10-25. The urine toxicology screen was positive for benzodiazepines and opiates. A chest x-ray showed new right multifocal diffuse airspace disease. The patient was discharged four days after admission. The medical records notes, that the patient¿s chronic medical conditions have remained stable. The results of computed tomography (CT) scans done approximately nine years and five months after the index procedure indicate that the filter is tilted with the inferior tip medial and the superior tip lateral. The superior tip contacts the anterolateral wall of the inferior vena cava. There was no confirmation of perforation of the struts. The scan also indicated that the patient has a large cystic lesion in their liver. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant, retrieval difficulty, problems after as short a period as 12 days. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuousity and technique. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain, anxiety, shortness of breath, lower extremity swelling, chest discomfort, heart racing, light headedness, bloody emesis, chest congestion and a hepatic cyst do not represent a device malfunction and may be related to underlying patient specific issues, most notably, a gastro-intestinal history requiring an egd, a urinalysis report that is consistent with a urinary tract infection and use of controlled substances, all of which can contribute to the symptoms reported. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
No new information was received regarding this report. The MDR was generated in error and due to system's limitation, this report was submitted and couldn't be voided. Please disregard.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuousity and technique. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient had a recent history of a motor vehicle crash in which she suffered multiple trauma, closed head injury, cervical spine injury, right carotid artery injury and bilateral lower extremity fractures. The filter was implanted prior to orthopedic surgery. It was anticipated that the patient would be immobile for 4-6 months. The filter was deployed via the left femoral vein. It was placed below the renal vessels. The patient tolerated the procedure well. Approximately nine years and two months after the index procedure, there was an unsuccessful attempt to remove the filter. Ten days later the patient presented to the emergency room with complaints of shortness of breath, congestion, chest discomfort, heart racing, lightheadedness, constipation, abdominal pain, swelling of legs and bloody emesis. Urine drug screen was positive for benzo and opiates. It was noted that the patient's chronic medical conditions remained stable. The results of computed tomography (CT) scans done approximately nine years and five months after the index procedure indicate that the filter is tilted with the inferior tip medial and the superior tip lateral. The superior tip contacts the anterolateral wall of the inferior vena cava. There was no confirmation of perforation of the struts. The scan also indicated that the patient has a large cystic lesion in their liver.   Additional information received per the patient profile form (ppf) states that the filter is embedded into the wall of the inferior vena cava and that the device was unable to be retrieved. The patient continues to experience pain, mental stress and worry.   Additional information is pending and will be submitted within 30 days of receipt.